Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15383. It was reported the pt experienced a burning sensation at his ipg site the last time he charge the ipg. He turned the charging off and when he attempted to charge the next day, the burning sensation happened again. The pt was sent a replacement charging system. F/u identified the pt's issue was resolved with the use of the replacement charging system.